Event description:
It was reported that a "serious programmer problem" error occurred at power-up. The programmer was returned for repair and test/calibration. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).